Event description:
The customer reported that the left monitor was black resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power supply voltage was adjusted. The system was then found to be operating as intended.